Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain- chronic/ pain') in an adult female patient who had essure (batch no. 869752, 869762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis"), fatigue ("fatigue"), headache ("headache"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts (right ovary}"), nausea ("nausea"), pollakiuria ("bladder or urinary problems or changes frequent urination/ urgency"), micturition urgency ("bladder or urinary problems or changes frequent urination/ urgency") and dysuria ("pain during urination") and was found to have weight increased ("weight gain") and blood urine present ("blood during urination"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, rheumatoid arthritis, fatigue, headache, weight increased, urinary tract infection, ovarian cyst, nausea, pollakiuria, micturition urgency, dysuria and blood urine present outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, heavy menstrual bleeding, micturition urgency, nausea, ovarian cyst, pelvic pain, pollakiuria, rheumatoid arthritis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified): yes, result not provided. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, uti, chronic pelvic pain in female, dysmenorrhea, dyspareunia lot number: 869752, manufacture date: 2011-06, and expiration date: 2014-06. Lot number: 869762, manufacture date: 2011-06, and expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain- chronic/ pain'). In an adult female patient who had essure (batch no. 869752, 869762), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis"), fatigue ("fatigue"), headache ("headache"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts (right ovary)"), nausea ("nausea"), pollakiuria ("bladder or urinary problems or changes frequent urination/ urgency"), micturition urgency ("bladder or urinary problems or changes frequent urination/urgency") and dysuria ("pain during urination") .and was found to have weight increased ("weight gain") and blood urine present ("blood during urination"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, rheumatoid arthritis, fatigue, headache, weight increased, urinary tract infection, ovarian cyst, nausea, pollakiuria, micturition urgency, dysuria and blood urine present outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, heavy menstrual bleeding, micturition urgency, nausea, ovarian cyst, pelvic pain, pollakiuria, rheumatoid arthritis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, in insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012, essure confirmation test (unspecified): yes, result not provided. Concerning the injuries reported in this case, the following ones were confirmed, in the patient's medical records: abdominal pain, uti, chronic pelvic pain in female, dysmenorrhea, dyspareunia. Lot number#:869752, manufacture date: 2011-06, expiration date: 2014-06; lot number#: 869762, manufacture date: 2011-06, expiration date: 2014-06. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-sep-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain- chronic/ pain') in an adult female patient who had essure (batch no. 869752, 869762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis"), fatigue ("fatigue"), headache ("headache"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts (right ovary}"), nausea ("nausea"), pollakiuria ("bladder or urinary problems or changes frequent urination/ urgency"), micturition urgency ("bladder or urinary problems or changes frequent urination/ urgency") and dysuria ("pain during urination") and was found to have weight increased ("weight gain") and blood urine present ("blood during urination"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, rheumatoid arthritis, fatigue, headache, weight increased, urinary tract infection, ovarian cyst, nausea, pollakiuria, micturition urgency, dysuria and blood urine present outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, heavy menstrual bleeding, micturition urgency, nausea, ovarian cyst, pelvic pain, pollakiuria, rheumatoid arthritis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified): yes, result not provided.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, uti, chronic pelvic pain in female, dysmenorrhea, dyspareunia. Lot number:869752 manufacture date: 2011-06 expiration date: 2014-06. Lot number: 869762 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2021: mr received. Reporter information, patient medical history, product removal details added. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.